Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, during the resection of lung tissue, the device failed to fire even if the surgeon was able to press the green button. Surgeon was unable to squeeze the handle. It was also reported that the device made a cracking noise. They needed to open another one to complete the case. No patient injury.